Manufacturer narrative:
The insulin pump passed functional testing and was received with normal operating currents and no unexpected off no power alarm, low battery alarm or failed battery test alarm or blank display noted. The insulin pump had with stripped battery cap at the coin slot area, cracked battery tube threads, cracked reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed battery test alarm after battery change. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that they had blank display at the time of call. The customer stated that the battery cap was stripped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.